Manufacturer narrative:
A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the lower left front corner was chipped out and the right plunger case was cracked. A review of the event history log identified force sensor test error in the history. During the functional testing while performing the power up process the force sensor test error was duplicated and was unable to calibrate the force sensor. There was contamination was found inside plunger assembly. The root cause of the issue was caused by customer impact and fluid ingression into the plunger head as a result of customer's improper use of the pump. Replaced the whole plunger assembly. UDI was unknown. No product information has been provided to date. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the pump exhibited a force sensor test. No patient injury was reported.